Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the jaw protector was detached in the patient's abdomen. At the beginning of the procedure, the staff was able to coagulate with device but after 15 minutes, the jaw fell. There was a delay in taking over and the device was changed to complete the procedure. The surgeon was able to retrieve the missing piece and there were no consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # r94k09. Investigation summary the device was returned with the tissue pad damaged, melted, not all present, and a small portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test handpiece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.